Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in an adult female patient who had essure (batch no. 637222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, back pain, abdominal pain, nausea, (B)(6) infection, pyelonephritis, gastroenteritis, stress, premenstrual dysphoric disorder, abdominal pain, irritable bowel syndrome, nicotine dependence, cholelithiasis, headache, nausea, vomiting, photophobia, dyspareunia, heavy periods and stress urinary incontinence. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), tooth fracture ("tooth fractures"), infection ("infection,"), migraine ("migraines,"), alopecia ("hair loss"), arthralgia ("joint pain") and fatigue ("fatigue,"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, tooth fracture, infection, migraine, alopecia, arthralgia and fatigue outcome was unknown. The reporter considered alopecia, arthralgia, fatigue, genital haemorrhage, infection, migraine, pelvic pain and tooth fracture to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmation test for essure.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : migraines, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2021: mr received. Reporter information, removal details added. Case became serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.